Event description:
A report was received that the patient could not get the battery to activate or turn on. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1160 sn (B)(6). Device evaluation indicate that the device could not be charged, device communication could not be established. Internal inspection confirmed that u2 asic has been damaged. Patient data could not be retrieved from the ipg as the device did not respond when it was connected to an external power source. This type of damage occurs when the ipg is exposed to high voltage transients.

Event description:
A report was received that the patient could not get the battery to activate or turn on. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.